Event description:
A 22 mm diameter x 13 mm diameter x 16.5 cm length aneurx bifurcated stent graft system and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was claimed that the stent graft was defective and the pt expired 5 mos post implant of an unk cause. Co has been unable to obtain any further info. The device was not returned for analysis.